Event description:
Vascular access staff inserted new PICC (percutaneously inserted central catheter), without difficulty, post insertion chest x-ray- showed a metallic foreign body projecting over the lower right heart, provider was notified of results. Patient proceeded to ir were the foreign body was successfully. Foreign body appeared the end of the internal guide wire.